Event description:
It was reported that low sensing and high capture threshold were observed. A decrease in pacing lead impedance was also noted. The lead was repositioned in 2008 and remains implanted.

Manufacturer narrative:
No medwatch form was received.